Manufacturer narrative:
(B)(4). Neither the device nor any applicable imaging films were returned for evaluation and no lot information was provided. Therefore, no review of the device history records was possible and we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient had a distal anterior/medial tibial defect grafted with resorbable bone void filler "approximately 18-24 months ago." Approximately 3-6 weeks following the procedure, some wound drainage was observed. The soft tissue was debrided, irrigated, and reclosed at that time. The patient reportedly went on to heal. 18-24 months following the index procedure ("within past few weeks") the patient returned to the surgeon with pain and irritation at the grafting site. The soft-tissue closure was reported as "fine." The patient is scheduled for re-operation "sometime" in the next several weeks. No lot information or additional patient medical information have been provided to date.